Manufacturer narrative:
UDI: (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a procedure on (B)(6) 2016. According to the complainant, during the procedure, the shaft tip of the delivery device became bent when it hit the inferior pubic bone while deploying the second side of the sling. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned solyx sis system revealed that the barbed delivery device tip is bent. The mesh assembly was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a procedure on (B)(6) 2016. According to the complainant, during the procedure, the shaft tip of the delivery device became bent when it hit the inferior pubic bone while deploying the second side of the sling. The procedure was completed with this device. There were no patient complications reported as a result of this event.